Event description:
The surgeon attempted to implant a lens but it was damaged during insertion. The lens was inserted and removed. The surgeon enlarged the incision and sutures were required. The wrong injector was used to deliver the lens.